Manufacturer narrative:
The arjo representative repaired the bed by performing a replacement of the damaged power cord. Correct functionality was confirmed after the repair. Based on the collected information the root cause of the complained scenario is considered use error. The power cord was placed between the bed moving parts, which resulted in damage when the bed was moved. The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and regular inspections: "make sure the power supply cord is not stretched, kinked or crushed". "Make sure the power supply cord does not become entangled with moving parts of the bed". "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. Arjo device failed to meet its performance specification since the power cord was damaged. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of smoke emission from the damaged power cord.

Event description:
Following the information provided the customer reported that the "bed has been smoking from underneath" and that they unplugged it when it was noticed. The evaluation revealed that the power cord was trapped between the frame parts and when the bed was raised, the power cord was damaged, emitting a little amount of smoke as a result of damage. There is no indication of patient involvement. No injury was sustained.